Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra2 meter reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 815pm. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. An hour after the start of the alleged issue, the patient claims he felt symptoms of dizziness, sweating, light headed and disorientation. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The alleged issue occurred after removing/ replacing the batteries. The cca educated the patient about interruption of power and walked the patient through the setting options to resolve the alleged issue. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.